Manufacturer narrative:
H.6 investigation summary: no product or photo was returned by the customer. The customer complaint of the pump alarming after the medication was added to the top port of the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the unspecified bd pri tubing experienced alarm during use and underinfusion. The following information was provided by the initial reporter: customer response: there is was no effect. It was brought to my attention today that the system is wanting to change the IV tubing. In the nicu, we can not use this new tubing for a couple of reasons. Since there is only 1 port below the filter and the other port is all the way at the top, close to the bag, we would have to put the lipids below the filter because they cannot go thru the big filter- it will cause the pump to alarm. This would make us put all of our medications in the port at the very top and it would take an extremely long time for our patients to receive the medications since the rates are usually very small. We would have to put all our sedation drips and pressors that are needed to maintain comfort and blood pressures at the very top and again these drops run at low rates and would take hours for the medication to get to the baby,. Besides the low rates, when we tried to put an antibiotic in the port at the top it also made the pump alarm. We couldn't get it to work.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the pump alarming after the medication was added to the top port of the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the unspecified bd pri tubing experienced alarm during use and underinfusion. The following information was provided by the initial reporter: customer response: there is was no effect. It was brought to my attention today that the system is wanting to change the IV tubing. In the nicu, we can not use this new tubing for a couple of reasons. Since there is only 1 port below the filter and the other port is all the way at the top, close to the bag, we would have to put the lipids below the filter because they cannot go thru the big filter- it will cause the pump to alarm. This would make us put all of our medications in the port at the very top and it would take an extremely long time for our patients to receive the medications since the rates are usually very small. We would have to put all our sedation drips and pressors that are needed to maintain comfort and blood pressures at the very top and again these drops run at low rates and would take hours for the medication to get to the baby. Besides the low rates, when we tried to put an antibiotic in the port at the top it also made the pump alarm. We couldn't get it to work.